Event description:
It was reported by warehouse in (B)(6) that on the ez glide aortic cannula "hair contamination was found inside the package during incoming inspection." This was found during (B)(6) incoming inspection and never had contact with the patient/hospital.

Manufacturer narrative:
The device evaluation is currently in process into root cause.

Manufacturer narrative:
Evaluation: particulate length approximately 5mm long and 25-30¿m width. Observation of the fiber was performed under 4x magnification on the microscope. It was determined to be human hair. This report is a confirmed manufacturing defect and root cause is being addressed through CAPA. Manufacturing records were reviewed and there were no related manufacturing non-conformances. A technical summary has been initiated to address patient safety risk and to summarize the analysis of returned products to assist in ongoing corrective actions. Instructions for use remain appropriate. Trends will continue to be monitored through the edwards quality systems.